Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. Visual and functional inspections were performed on the returned device. The inflation difficulties were confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the left anterior descending coronary artery. When the xience alpine 3.5 x 15 mm stent delivery system (sds) balloon was attempted to be inflated, it would not inflate despite two inflation attempts at 16 atmospheres for 20 seconds. The inflation device was exchanged between the two inflations and the balloon still would not inflate. There was no resistance during advancement to the lesion. The sds was removed and another device was used without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.